Event description:
The hosp reported that, during an endoscopic vein harvesting procedure, the hemopro stayed activated and would not turn off. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Product was discarded.

Manufacturer narrative:
(B)(4): ( for use when an appropriate device code cannot be identified). The incident was reported as failure to power off. Add'l info is being requested to close this investigation. We will continue to pursue add'l info and a supplemental report will be submitted if add'l info becomes available. (B)(4).